Manufacturer narrative:
2/26/07: product is in route to MFR for investigation. Once product has been rec'd by MFR; a f/u report will be submitted.

Event description:
Customer reports via e-mail that syringes became disconnected during high pressure injections, spraying blood stained contrast over lab staff. No injuries as staff had protective eyewear.